Event description:
Customer's wife reported her husband's high blood glucose. The husband's blood glucose was 400 mg/dl. The wife stated her husband treated his blood glucose with a bolus delivery. Troubleshooting found the drive support cap appeared to be normal. It was also found that there was no air in the tubing. Insulin was also able to exit during a manual prime. The customer's insulin pump also passed the high pressure test. The customer was advised to change out his infusion set, reservoir, and insulin. The husband's blood glucose had declined to 397 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.